Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Reportedly, the customer continued to use the existing cartridge.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.